Event description:
Healthcare professional reported right side ¿damaged at the upper end of the posterior wall of the prosthesis and the cohesive gel in the prosthetic lodge was leaking.¿ the device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: ¿ material rupture: no observed openings. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.